Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the customer had a unexpected restart alarm when the battery was replaced. The customer's blood glucose was 251 mg/dl. The customer could not recall any significant events leading to the alarm. Customer declined to troubleshoot for their blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened escape button dome switch. No button error alarm was noted. The insulin pump passed the functional testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.